Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the hospital technologist connected the tubing of a penumbra system ace 68 hi-flow kit (kit) directly to the pump max. After a ''gurgling'' sound was heard, the hospital staff realized that blood was being aspirated directly into the pump max. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.